Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an arthroscopy, the healicoil anchor broke when being inserted into the pilot hole, prepared with a 4.75 mm threader dilator. The broken pieces were removed using tweezers and suction. Surgery was completed with a back-up device, which was used in the originally drilled bone hole; no voids were left. There was a surgical delay of less than 30 minutes, and no further complications were reported. Patient status is fine.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed two devices were returned together in a single bio bag with no lot identification. Device one's sutures were cut off at the tip and handle of the device. The fractured anchor was returned on the device and the pieces were not returned. One fork at the tip is bent. Image attached. Device two's suture and anchor were not returned. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (unintended impact event inconsistent with normal use during storage). Based on this investigation, the need for corrective action is not indicated.